Event description:
Pt reported that the device was generating recurrent occlusion errors, which resulted in high blood glucose (>500 mg/dl). Pt contacted their dne, and was advised to seek treatment at a clinic. Upon their arrival, pt was provided with a back-up device, and given 5u insulin, via injection. Pt indicated that it took several days for their blood glucose to return to its normal range (60 - 100 mg/dl).